Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat an enterocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2013. No additional information was provided